Event description:
Anesthesia unable to float into pulmonary artery, surgeon tried to refloat, results poor wave form. Couldn't wedge. Fluid and blood had backed up in shealth.opted to place new catheter